Manufacturer narrative:
The device was returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation determined the reported difficulty and subsequent treatment appear to be related to circumstances of the procedure. Based on the returned device analysis, it is likely both anatomical interference of the device and possibly friable vessel or positioning contributed to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na.

Event description:
It was reported that this was an arteriotomy closure of the heavily calcified right common femoral artery using a prostyle device after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, the prostyle suture did not take, the whole suture came out of the arteriotomy with the knot intact. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.